Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient states having a lot of buzzing and vibrations, eyes twitching, legs jerking, hands shaking so hard they could not make their signature, choking during sleep, heart going into afib irregularly and very loud. Patient states this started shortly after getting the implant. Patient went back in august and the doctor said to try different programs. Patient tried several programs and then turned it off in october because it was horrible. Patient was also having shooting pains vertical up the legs and horizontal across the way. Patient had been overseas until a week or so ago and now that they are back, patient would like to have the device removed completely because they do not think the nerves can tolerate it. Patient got a terrible rash while overseas and went to the doctor who said the nerve is infected and it will go away by itself in a few months. The rash is going away a bit but patient had it turned off and still had the rash. The doctor told patient to call manufacturer and sounds like they will need to take it out. Agent reviewed healthcare provider can reach out to the local representative if needed. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have had some very strange things happening to them and it started about 3 weeks ago. Patient stated their right hand started shaking like they had parkinson's or something and they couldn't even control the mouse on their computer so they turned off the device the day before yesterday and the right hand stopped shaking. Patient also stated they have been feeling a very strange kind of sensations in various parts of their body just where the device was or anywhere near the device. Patient said their small toe of their right foot was getting very strange like it was getting an electronic charge through it or something, and they also had extreme nausea and when they turned the device off the nausea stopped within half an hour. Patient mentioned they didn't notice that the device was helping because they would go out for a walk and have an accident and things would fall out of them with no warning at all and they were surprised they had several accidents every day and they don't understand why it doesn't seem to be working because the trial was wonderful. Reviewed therapy information, stimulation expectations and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported to have received information from the doctor. When asked to clarify "their right hand started shaking like they had parkinson's or something¿ the doctor stated that the patient reported their left hand vibrating to to them at their postop visit but that it had not recurred since the initial episode immediately postop. They did not think the device was contributing. The doctor said they did not have a great explanation for this issue when asked to clarify ¿very strange kind of sensations in various parts of their body just where the device was or anywhere near the device¿. The patient described buzzing and uncontrollable jerking in multiple body parts (feet/toes, both legs, hands, general vibrations throughout body including heart, lips, eyes), choking during their sleep, feeling nervous or sick as if they had been punched in the stomach or poisoned. As resolution, they asked the patient to turn off the device and follow up with their primary care provider (pcp) regarding cardiac symptoms. They asked the patient to schedule follow-up with them but they were out of the country for the next few months so they had not made an appointment yet. The cause of the patient feeling stimulation outside the bike seat area was unknown, but the patient reported everything eventually improved once the device was turned off. As resolution, they told patient to turn off device and follow-up, but patient out of the country for an extended period and has not followed up yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that they spoke with the doctor and they stated they didn¿t currently have any further information on this patient. The patient would be seen at the end of february with the physician assistant (pa) at the clinic.